Event description:
Analysis was completed on the returned usb cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that a medical professional could not interrogate generators when using her programming system. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspected usb cable was returned to the manufacturer on (B)(4) 2015. Analysis is underway but it has not been completed to date.